Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulse field ablation procedure using the pulse select catheter, the procedure was aborted after transseptal device usage due to several issues. An abnormal appearance of the catheter loop was observed on fluoroscopy, and the physician initially faced difficulty in straightening out the array and retracting the catheter back into the sheath. The array appeared to be knotted in the left atrium, leading to entanglement and inversion issues, as well as concerns about guidewire management and potential torque buildup. The physician was able to retract the catheter into the sheath up to the knot and, with force, successfully pulled the entire catheter, including the knotted portion, back inside the sheath. The catheter was safely removed from the patient without injury or the need for retrieval efforts. The cause of the knotting was unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012615955 was returned and analyzed. Visual inspection was carried out. The catheter was received with a knotted spiral array. The slide function was stuck, and the slide control was extended upon receipt. Additionally, the spiral array guidewire lumen exhibited a kink. Spiral array pebax tube was also observed to be torn. The overall shape of the capture device appeared normal without any notable irregularities. Catheter test catheter interface cable (cic) connection evaluation was carried out. The catheter was securely connected to a test cic without resistance, as confirmed by both latches fully engaging with the catheter connector. Mechanical verification of steering and slide mechanisms was carried out. Despite softening the guidewire lumen with disinfectant to address potential dried blood, the slide control function remained stiff, limiting its full range of motion. However, the steering mechanism functioned normally, allowing approximately 170° rotation of the distal catheter tip in both directions. Catheter identification and ablation testing was carried out. The catheter was successfully reprogrammed before being connected to the generator via a test catheter interface cable (cic). Therapy deliveries were performed without issues. X-ray imaging revealed multiple issues, including a dislodged nitinol ball from the dual lumen and detachment of the reinforcement tube from the hypotube within the catheter handle section. Dissection visual inspection was carried out. Visual inspection of the catheter handle confirmed detachment of the reinforcement tube from the hypotube as well as pebax shared off the guidewire lumen and sharp edges on the distal end edge of the reinforcement tube. In conclusion, the catheter failed the return product inspection due to a knotted spiral array, shearing of the pebax of the guidewire lumen, distal end reinforcement tube sharp edges/damage, hypotube detachment, guidewire lumen kink, nitinol array wire disloged from dual lumen, torn pebax tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.